Event description:
It was reported that an unspecified number of unspecified bd pen needles were unable to deliver medication or were expired during or before use. The following was reported by the initial reporter: "it was reported that pen needles were expired and don't work with her insulin. Verbatim: consumer called to inquire about getting more pen needles sent to her doctor's office. Consumer stated she is low on needles and insulin and her insurance won't cover them - consumer's doctor is aware she is running low on supplies. Stated her doctor's office provided her expired bd pen needles and they don't work with her insulin. Consumer stated she does not have a prescription at her local pharmacy and her doctor typically provides her supplies. Advised consumer that a replacement box would take 7-10 business days to get to her doctor's office. Advised consumer to contact her doctor and inquire with him about obtaining more diabetic supplies or to have a prescription sent to her local pharmacy. Consumer then disconnected the call, unable to obtain any additional information.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed.

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of unspecified bd pen needles were unable to deliver medication or were expired during or before use. The following was reported by the initial reporter: "it was reported that pen needles were expired and don't work with her insulin. Verbatim: consumer called to inquire about getting more pen needles sent to her doctor's office. Consumer stated she is low on needles and insulin and her insurance won't cover them - consumer's doctor is aware she is running low on supplies. Stated her doctor's office provided her expired bd pen needles and they don't work with her insulin. Consumer stated she does not have a prescription at her local pharmacy and her doctor typically provides her supplies. Advised consumer that a replacement box would take 7-10 business days to get to her doctor's office. Advised consumer to contact her doctor and inquire with him about obtaining more diabetic supplies or to have a prescription sent to her local pharmacy. Consumer then disconnected the call, unable to obtain any additional information."